Event description:
The complainant reports an underdelivery. The feed started at 3:00 pm. Staff checked feed at 6:00 pm and no feed had been delivered.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically.